Manufacturer narrative:
.

Event description:
The customer reported that there was a speaker malfunction inop error, and there was no sound from the speaker. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.